Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching occurred due to far r-wave oversensing. Programming changes were made. Patient condition was stable.